Event description:
An aneurx stent graft systems was implanted in a patient for endovascular treatment of an abdominal aortic aneurysm approximately 7 years ago. Aneurysm currently measures 8.5 cm in diameter. The aortic neck measures 0mm in length. Neck is dilated, oval in shape and measures 36 mm in diameter at the superior mesenteric artery. At some time between the post index procedure and last year, the patient had a talent cuff placed to resolve a type I endoleak. Also, last year an endurant cuff was placed to resolve a persistent type I endoleak. The physician has built up proximally to the superior mesenteric artery, the renal arteries have been covered and currently the patient suffers from renal failure and receives dialysis. CT imaging reveals the continued presence of a type I endoleak; however, is not certain that the patient is a strong candidate for an endovascular intervention. At this time, there is no intervention planned for this patient. The patient is being referred to another hospital for consideration and is being monitored by their physician. No additional clinical sequelae were reported and the patient is fine. A review of returned films show that the proximal neck has enlarged likely due to disease progression. The "neck" diameter at the celiac is 22 x 32 mm; at the sma is 27 x 42 mm (flow lumen). The aneurx has migrated into the aaa sac which currently measures 8.5 x 9.5 cm. There have been 2 aortic cuffs placed up to the sma; covering the renals. There is a proximal type I endoleak.

Manufacturer narrative:
Method: film evaluation. Results: inherent risk of procedure (endoleak, renal failure, occlusion). Patient's condition affected effectiveness of device (anatomy related; no proximal neck). Conclusion: device failure/lack of effectiveness related to patient condition (anatomy related; no proximal neck).